Event description:
Suction irrigator hooked up appropriately to irrigation bag and suction tree. When activated, made loud noise and md reports smoke coming from blue button/trigger handle of handpiece. Md noted this, removed device and requested another.